Event description:
Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding a check supply line alarm. Per the hp, he eventually started over with all new supplies and completed therapy successfully. He didn't notice anything unusual about the supplies that may have caused the alarm and the old supplies were discarded. No lot number or companion sample is available. Therapy has been going well except two nights ago he had another check supply line alarm. The hp again tried only switching out the individual bags one at a time. The issue was resolved when he switched out the heater bag but he didn't notice anything wrong with it. The writer repeatedly explained that when he changes the supplies he needs to change the whole set up not just individual bags because the supplies are compromised and he risks contamination. The hp did not seem to understand why he should do this. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.